Event description:
Customer called to report that when attempting to use this device, no staples came out during a procedure. No pt injury.

Manufacturer narrative:
Sample returned to MFR, but investigation is still on-going. DHR investigation idd not show issues related to complaint.